Manufacturer narrative:
This report is being submitted to provide the initial report and investigation conclusion. The customer was unable to provide the required intake information. The information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Event description:
The consumer reported a false negative patient result with the binax now covid-19 antigen self-test performed on (B)(6)2022 that generated a negative result. Repeat testing was not performed. Prior testing was performed on an unknown date at a health care providers that generated a positive result. The consumer had doubts with the result she obtained from the testing facility, so she took the self test kit for confirmation of her result. No additional patient information, including treatment and outcome, was provided.